Event description:
The balloon would not deflate after only one inflation. Several attempts were made to deflate the balloon successfully. Balloon had to be removed while still inflated. The vessel that was being treated was totally occluded.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the catheter exhibited a twist immediately distal to the proximal balloon bond. As a result, the balloon material was wrapped tight over the inner shaft at the proximal cone. The catheter was pressurized to rated burst pressure (14atm) and allowed to stabilize. A vacuum was pulled and the balloon fully deflated in 21 seconds.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.